Manufacturer narrative:
Model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: 16849964. Model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had inadequate stimulation. Pain at the ipg site was also reported. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: 16849964. Model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had inadequate stimulation. Pain at the ipg site was also reported. The patient underwent an explant procedure.